Manufacturer narrative:
It was reported to abbott, a patient underwent a lead revision. Both leads had high impedances that would not clear. During the revision one lead was replaced and the other was repositioned. There were no complications an defective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-07666. It was reported that both of the patients leads had high impedances. Surgical intervention was undertaken on (B)(6) 2023, where one lead was explanted and replaced, and the other was repositioned. Therapy was restored post-op.